Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive troubleshooting without duplicating the customer's report. Review of the device log found occurrences of pads off (defib lead faults) indicating that a valid patient impedance was not being recognized. However, without evaluating the pads that were being used at the time of the event, it cannot be firmly established what caused the warning messages. We can also see from the log during the same event, when the patient impedance criteria is met, the device performed accordingly. The device's multi-function cable and defib receptacle were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient in cardiac arrest (age and gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.